Manufacturer narrative:
The na electrode lot number and expiration dates were requested, but not provided. The field service engineer (fse) adjusted the sample probe, the washing station, and the reference connector. No further issues were reported after the service visit. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for approximately 60 patient samples on a cobas pro ise analytical unit. The reporter also complained about imprecision issues with qc and repeated the samples. The following are examples of discrepant results for 7 patient samples. On 21-sep-2024: sample 1 initially resulted in a sodium (na) value of 150 mmol/l. The repeat from the same instrument was 160 mmol/l. The repeat on another instrument was 143 mmol/l. On 22-sep-2024: sample 2 initially resulted in a sodium (na) value of 147 mmol/l, which was repeated as 139 mmol/l. Sample 3 initially resulted in a sodium (na) value of 146 mmol/l, which was repeated as 133 mmol/l. Sample 4 initially resulted in a sodium (na) value of 150 mmol/l, which was repeated as 137 mmol/l. On 23-sep-2024: sample 5 initially resulted in a sodium (na) value of 146 mmol/l, which was repeated as 130 mmol/l. Sample 6 initially resulted in a sodium (na) value of 148 mmol/l, which was repeated as 139 mmol/l. Sample 7 initially resulted in a sodium (na) value of 146 mmol/l, which was repeated as 138 mmol/l.